Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrhythmia. Technical services (ts) reviewed the device data and noted two episodes, one approximately one month prior and another more recent, in which anti-tachycardia pacing (atp) bursts and inappropriate shocks were delivered for atrial arrhythmia with rapid ventricular response (rvr), where the atrial rate was greater than the ventricular rate. The atp therapy did not slow the arrhythmia, but the shock successfully terminated the rhythm. Additionally, noise was noted on the right ventricular (rv) channel. Ts provided reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.